Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant the right ventricular lead exhibited high impedance. The lead was not used. The patient was stable.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.